Event description:
It was reported that the customer was pregnant and had call the doctor for a back up method since she does not have any. The caller stated that she was giving insulin and the buttons started going up. Insulin was delivering into her body without touching the buttons. The blood glucose reading was 150mg/dl. It was stated that the insulin pump did not alarm button error right after being exposed to moisture. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.